Event description:
It was reported that during a pulmonary vein isolation procedure using, resistance was encountered while advancing the system over a guidewire in the femoral vein, and after additional force was applied the guidewire kinked, requiring retraction of the entire system. Fluoroscopy with contrast dye injection into the femoral vein showed a puncture in the femoral vein with contrast dye extravasation and dye entrapped in adjacent tissue, raising concern for possible bleeding and femoral vein injury. An angio surgeon guided the team to apply manual pressure to the femoral vein, and the injury was addressed successfully. The patient was under general anesthesia and the procedure was aborted for safety reasons due to the need for high activated clotting time. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Continuation of D10: Product ID: 10FCC13 (0013426909); Product Type: 0629-FlexCath Sheath. Medtronic submits this report to comply with FDA regulations 21 CFR Parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, Medtronic, or its employees that the device, Medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.